Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing high blood glucose. Customer stated that his blood glucose level when waking up was 205 mg/dl, he ate breakfast and worked out and then blood glucose was 444 mg/dl. The customer treated with the insulin pump and changed the set but blood glucose was still high. Blood glucose at the time of the call was 435 mg/dl. No issues with site set or insulin found. Customer declined to check the setting. Customer stated his blood glucose level was dropping slowly by the end of the call. Customer was advised to call back after receiving the tubing clamp to perform the high pressure test.